Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with an inset infusion set, with readings up to 236 mg/dl over approximately three hours; the user changed all pump supplies without evidence of leakage, later disconnected from the pump, and administered a manual humalog injection, with glucose beginning to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond self-management, and no ketone testing. Investigation included troubleshooting and education with review of infusion set function and potential site issues. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, with a possible bent cannula considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.